Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that since "the beginning" she has felt like she has been getting shocked when she sits in her lazy boy chair. Patient also stated that she thought it was the glue over her incision site that was too tight, but last friday she noticed that it wasn't the glue, it was her implant. Caller states today when she was sitting she lifted her leg and really felt shocking. No falls were reported . Patient decreased amplitude and this eliminate the uncomfortable stimulation. After decreasing stim from 1.2v to 1.0v the caller states she is comfortable and does not feel the shocking. The caller even tried sitting in her chair and lifting her leg and reported that the shocking currently subsided. No further complication was noted or anticipated.